Event description:
It was reported that the patient presented for a procedure due to an upgrade to cardiac resynchronization therapy pacemaker from a dual chamber pacemaker. Prior to procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was capped and replaced on (B)(6) 2022. The patient was fine before, during and after the procedure and was discharged post-procedure.